Event description:
Information received from an article: ghrandi r, panczykowski d, zwagerman nt, et al. Facial necrosis after endovascular onyx-18 embolization for epistaxis. Surg neurol int. 22-jul-2013;4:95. The patient presented with a history of aortic valve replacement, mitral valve repair, and deep venous thrombosis. The patient was on long term anticoagulation therapy (warfarin and aspirin) and developed epistaxis in the right naris. The patient was treated with blood products, packing, ligation of the sphenopalatine artery, and silver nitrate; however all were unsuccessful in controlling the bleeding. She was then treated with onyx 18 and adequate occlusion was revealed on repeat runs. Three days after the procedure, the patient noticed a hyperpigmentation on the left side of her cheek that was erythema and tender to the touch. A biopsy revealed full-thickness epidermal necrosis, upper and mid dermis, follicles, sebaceous gland and eccrine glands. She was treated with topical ointments and dressing changes (no other treatment was provided). The skin necrosis resolved months later.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).